Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's also reported that the pdm (personal diabetes manager) would not hold a charge. No additional information was gather due to the call dropping. Three follow ups were provided but no new additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.